Manufacturer narrative:
Further info will be provided upon conclusion of the manufacturer's investigation.

Event description:
The carer was removing the sara 3000 battery from the charger and went to place on a hoist when battery acid leaked from the battery onto her leg and ankle. The carer was wearing stockings at the time and the acid burned through the stocking onto her skin. The carer washed her skin immediately; there was a slight redness to the affected area.